Manufacturer narrative:
(D10) concomitant devices: 02-010-01-0230 logic femoral ps cem left sz 3, 02-012-35-3011 logic tibia ps mod insrt sz 3 11mm, 02-012-45-3030 lgc tibial fit tray cem sz 3f / 3t, 200-02-35 three peg patella 35mm. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
It was reported that the patient underwent an initial total knee replacement on the left side. Subsequently, the patient experienced pain in left knee and worse at night. As a result, approximately 2 years after initial replacement, the patient underwent a diagnostic hip injection under local anesthetic - pain settled in left knee, indicating referred pain from hip & soft tissues. No further impact to the patient was reported. No other information is available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and corrected information. The reported event was unable to be confirmed due to limited information received from the customer. No device was returned for evaluation; further, photographs and/or radiograph images were not provided for review. A definitive root cause cannot be conclusively determined or confirmed and the devices remain implanted. However, the reported information indicates that diagnostic tests indicated the pain was referred from the hip and soft tissues and therefore appears unrelated to the knee implants. Additionally, it appears that the pain resolved without specific medical intervention. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.